Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. After turning the pump back on, the personal profile settings were noted to be missing. The customer's blood glucose was approximately 200mg/dl. Although requested, the customer did not upload the pump data logs for investigation. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.